Event description:
An impella cp device was inserted into the right femoral artery in a 70-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. During the procedure, the impella was placed without issues. After ten minutes, it was noted that the flows dropped and an apical thrombus was visualized on echocardiogram. The physician removed the pump. The post-procedure outcome is survived at explant. The impella functioned as intended, and there is no allegation against the device's performance. The impella cp device is contraindicated for use in patients experiencing thrombus in the left ventricle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.